Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise was noted when it comes to this implantable cardioverter defibrillator (ICD) resulting in asystole for > 2 seconds. In addition untreated events were marked in the ventricular fibrillation (vf) zone, however not sustained long enough for treatment. A possible right ventricular (rv) lead issue was suspected. No changes were made and follow up was scheduled. No adverse patient effects were reported.